Manufacturer narrative:
No specific root cause could be identified. Based on further investigation of the sample and the results of the serum fractionation, the measured troponin t hs value in the sample was considered to be a true positive value. No reagent specific issue could be identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had a sample from the patient that showed a troponin t hs (tnths) of 108.00 ng/l while using the cobas e601 (serial number (B)(4)). The sample was sent out to an outside lab and the result of the troponin I was <0.02 micrograms/l on a beckman analyzer. The patient has had high tnths results since the beginning of (B)(6). (B)(6). It was mentioned that the patient has focal myocardial damage which could be associated with the presence of tnt but maybe not the presence of tni. The biologist ruled out all the other diseases which can lead to an elevated tnths. There was no adverse event. The patient sample was returned for investigation and the customer's tnths result was able to be reproduced.